Event description:
The manufacturer received information alleging a ventilator failed to deliver adequate ventilation as per device settings. The pt allegedly fell at her home and hit her head and was taken to the hospital.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed. The device was found to operate and alarm as designed. Allegedly, the pt fell during the night of (B)(6) 2014. The review of the device's downloaded event log shows that the device was not in use from (B)(6) 2014 (when the device was turned off at approximately 11:58 am), and (B)(6) 2014 (when the device was turned back on at approximately 7:24 pm). Based on the event log data, the manufacturer concludes that the device was not in use for over 24 hours before the alleged adverse event. The device did not cause or contribute to the pt's alleged adverse event.